Event description:
The customer reported fluid leaked from the front of the unit and dripped onto the floor involving access 2 immunoassay system. The fluid leak stopped once the unit was not in operation. The customer had on laboratory gloves and contained the fluid with paper towels. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse discovered the vacuum pump was not functioning. The fse replaced the vacuum pump and resolved the issue. The unit conformed to the manufacturer's performance specifications.